Manufacturer narrative:
Zimvie complaint: (B)(4).

Event description:
It was reported that the zimmer tsv implant tip broke off. Implant placed not long ago and broke off entirely at the apical tip. The periodontist is having to send this patient off to a specialist.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. D1. Brand name. D4: additional device information . D6a. If implanted. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H4: device manufacturer date. H6: adverse event problem. H10: additional narrative. Zimvie did not receive one (1) tsvb13 (impl tapered scr-v sbm 3.7mm 3.5mm 13mm) for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number, device history record (DHR) review, and risk management file (rmf). DHR review was completed for the subject lot number 61816341. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 61816341 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : functional : fracture : implant. The customer did submit images for the reported event. The image(s) were of various angles of implant tip fractured in the patient¿s bone. The implant was not removed and remains in the patient. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was the clinician selects an implant that is unable to resist long-term occlusal loading. Therefore, based on the pictorial evidence and all available information, a device malfunction did occur. The implant was fractured at the tip. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Event description:
Tooth location #15. Implant placed in 2012. Pt complained of pain in implant area for 2-3 weeks, became worse and implant fell out and pt seen following day at emergency appointment when a radiograph was taken and showed apical 4 threads of implant retained in the bone. Clinical decision made to leave the threads in the bone and instead place a new implant in tooth site #14.

Manufacturer narrative:
This report is being submitted to report additional information. The customer provided additional information about the event. Multiple reports are being submitted for this event. The following sections are being reported: b5: describe event or problem has additional information. D6a. If implanted, give date is confirmed to be in 2012. D6b. If explanted, give date is confirmed to be (B)(6) 2024. H2: if follow-up, what type. H10: additional narratives/data.

Manufacturer narrative:
This report is being submitted to report additional information. The following sections are being reported: h2: if follow-up, what type. H3: device evaluated by manufacturer. H6: type of investigation. H6: investigation findings. H6: investigation conclusions. H10: additional narratives/data. Zimvie did not receive one implant for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number, device history record (DHR) review, and risk management file (rmf). DHR, sterilization, and complaint history review could not be performed, as the subject lot number associated with the unknown zimmer implant is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. The customer did submit images for the reported event. The image revealed a piece of an unknown tsv implant tip fractured in the patient bone. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was the clinician selects an implant that is unable to resist long-term occlusal loading. Therefore, based on the pictorial evidence and all available information, a device malfunction did occur. The implant was fractured at the tip. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie did not receive one (1) tsvb13 (impl tapered scr-v sbm 3.7mm 3.5mm 13mm) for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number, device history record (DHR) review, and risk management file (rmf). DHR review was completed for the subject lot number 61816341. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 61816341 for similar events and no other complaint was identified. Review completed utilizing keywords: dental: functional: fracture: implant. The customer did submit images for the reported event. The image(s) were of various angles of implant tip fractured in the patient¿s bone. The implant was not removed and remains in the patient. Medical affairs reviewed all the available information, images and provided feedback as to the most likely possible cause of the fractured implant. The implant was receiving great overloading. The fracture and the loss of the implant was likely to this effect. It was also noted that the patient has a great masticatory force. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was patient factors. Therefore, based on the pictorial evidence and all available information, a device malfunction did occur. The implant was fractured at the tip. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
Follow up received on may 11, 2025: the clinician contacted a zimvie representative via email and reported the following: on (B)(6) 2024 the broken part of the implant at site 15 had good bone around it, but there was bone loss along the sides of the failing implant at site 13. The implant at site 15 was only supporting an overdenture, the surrounding gingiva and palate take a lot of the occlusal forces.